Event description:
Procedure type: femoropopliteal bypass. According to the reporter: the surgeon used two sutures for the by-pass with running suture technique. The surgeon indicated that the second suture looked thinner than the first one. When in the recovery room, the patient suffers a hemorrhage. A re-operation was performed. It was found during the re-operation that the running suture was broken, not near the knots but in the middle of the strand. The patient died on the second day after the operation as she did not recover from the blood loss.